Manufacturer narrative:
The event date was not reported so the aware date was used instead.

Event description:
It was reported that there was a device related thrombus. It was reported via social media that "the patient was implanted on (B)(6) 2018. Their 6 month follow up procedure showed everything was good. At the one year follow up procedure a thrombus was found on top of the watchman device. The patient was put back on blood thinners to treat this."